Event description:
It was reported that intra-operative thresholds were high during an attempt to implant a right ventricular (rv) lead. It was reported that the rv lead was pulled and dislodged when the delivery catheter was being slit, and that the lead became kinked. It was reported that the delivery catheter was probably caught at the kinked part of the rv lead. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.